Manufacturer narrative:
Concomitant medical products: product ID 3778-60 lot# serial# (B)(4). Product type lead product ID 97715 lot# serial# (B)(4). Product type implantable neurostimulator product ID 3778-60 lot# serial# (B)(4). Product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative (rep) indicated that the ins replacement was due to the ins being at end of service (eos) in 2021. During replacement the first ins read high impedances. A second ins was used and after several attempts to reseat leads in 2nd battery, the rep was able to connect with only contacts 7 and 9 showing impedances over 40,000 ohms. After multiple attempts to seat lead in header, physician pushed very hard, and leads slipped slightly further into the header. Able to connect with only leads 7 and 9 out of range. Header screws were backed out. Both leads were very difficult to push in to header. The physician was able to get the lead further into the header, but said it took an unusual amount force to do so. That battery was implanted. The rep was able to successfully program around the high impedances. The unused ins will be returned.

Manufacturer narrative:
Concomitant medical products: product ID 3778, serial# unknown. Product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3778, unknown, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the caller reported that they were in a case to connect a 97715 to two 3778 leads. The caller indicated that the connection check shows all red x indicators. The caller reported that at one point electrodes 1-6 were green. Prior to calling they connected the leads to a wireless external neurostimulator (wens) and connection check showed that the indicators were all green. The caller reported that there was some discoloration, a copper color, on one of the lead electrodes of one of the leads. Tss had the caller run a full impedance test and the caller reported that all values were >40000 ohms. During the call the md reseated the leads and retested and they were seeing electrodes 1 2 and 3 had a green indicator. The issue was not resolved through troubleshooting. The caller indicated that they were going to try a new ins.

Event description:
Additional information was reported that the leads are still implanted. Prior to that pt reports no issues. After multiple attempts to set lead in the header, the physician pushed very hard, and lead slipped slightly further into the header. Able to connect with only lead 7 and 9 out of range. Header screws were backed out. Both leads were very difficult to push into the header. The rep was able to program around high impedances, and the patient reported they are getting effective therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 97715 serial# (B)(6) was returned for product analysis. Analysis found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.